Event description:
Vibration in motor or attachment. Variation in air pressure. Sent original motor in for repair. Loaner motor has the same problem. Also variance in air pressure noted. Follow up provided by MFR included visit by performance and education personnel who ran performance tests on customer's equipment. Am atachment exhibited product failure of the bearings. No pt info received.